Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath separated from the guide during foot deployment. An 8f sheath was placed and a cutdown was performed to remove the proglide device. Hemostasis was achieved with surgical suturing. Protamine was given. There was no reported adverse patient sequela. There was a 70 minute clinically significant delay in the procedure due to the surgery. No additional information was provided.